Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a warning message during dft testing. The warning was reset without printing. Next, two shocks were delivered that did not convert the patient's arrhythmia, and a red ram failure warning screen was observed; the device could not be reprogrammed. A second crt-d was attempted the next day. However, the yellow shorted lead condition message was observed. The chronic defibrillation lead may have been damaged during the upgrade procedure. A new lead was temporarily placed to test the second device. During testing, no pacing output was observed when the df-1 leads were inserted in the device. Finally, placement difficulty was observed with this coronary sinus lead, due to the patient's anatomy.